Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation and anxiety. The implantable pulse generator (ipg) exhibited "device heating" and high pacing output. It was further noted that the patient is worried about a possible current leakage. The ipg and right ventricular (rv) lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.